Event description:
It was reported that the patient complained to the doctor that he was having cardiac issues post-operatively due to an alleged electric shock. No product deficiencies or other complications were noted during use of the device during the original procedure (turbinate reduction). No additional details provided and no product will be returned.